Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an over-the-wire sterling es balloon catheter. The balloon catheter was returned in a deflated state. Microscopic examination revealed a pinhole in the balloon wall located 14 mm from the tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2010-04717. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterial tibial artery. A 1.5mmx20mmx142cm sterling es balloon catheter was advanced to the target lesion. Upon the first inflation, the balloon ruptured at 6atm. The device was removed intact, and a 2.0mmx40mmx145cm sterling es balloon was advanced. Upon the first inflation, the balloon also ruptured at 6atm. The device was removed intact and the procedure was completed with a sterling es 2.5mmx40mm and sterling es 3mmx40mm. No patient complications were reported and the patient's status is good.

Event description:
Same case as MFR ID#: 2134265-2010-04717. It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterial tibial artery. A 1.5mmx20mmx142cm sterling es balloon catheter was advanced to the target lesion. Upon the first inflation, the balloon ruptured at 6atm. The device was removed intact, and a 2.0mmx40mmx145cm sterling es balloon was advanced. Upon the first inflation, the balloon also ruptured at 6atm. The device was removed intact and the procedure was completed with a sterling es 2.5mmx40mm and sterling es 3mmx40mm. No patient complications were reported and the patient's status is good.